Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(4)) found the connector pin was bent. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754: serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: neu_recharger_acc, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported a blank implantable neurostimulator recharger (insr) screen. The insr was not charging. The insr was plugged into an ac power source, but still did not charge. The light on the desktop charger was illuminated. The connector pin was not loose or broken. The patient unplugged the connector pin, plugged it back in and the insr started charging. It was difficult for the patient to find the right spot to get coupling bars shaded. The issue was considered resolved, however, the issue recurred. The patient stated the connector pin did not seem loose when plugged into the insr. The insr showed that it needed to be charged, but it would not. The insr had been doing this for over a week now and she has not been able to use it. The patient confirmed the connector pin did not look loose when plugged into recharger. She thought the issue was fixed yesterday by unplugging the connector pin and plugging it back in, but it did not work. The desktop charger had a bent connector pin. The patient was sent the wrong part; she received the insr antenna. The patient mentioned the initial issue was that the insr would not charge and was heating up when plugged in. The insr would not charge when plugged in to the wall. The patient reported a damaged external device, as she continued to have problems with the insr not charging. She had received every part, except the power cord. She mentioned she had pneumonia in (B)(6) 2015 and (B)(6) 2016 and was busy. The desktop charger did not display a green power light, the patient tried different outlets and checked connection at the desktop charger. A new insr and desktop charger were sent on (B)(4). The desktop charger was unable to charge the insr. The patient was having trouble charging her implantable neurostimulator (ins) and the insr. After having her try the replacement insr she was sent under (B)(4), the patient stated it was fully charged and she got 8 boxes filled when charging her ins. There was no green light on the power supply box (desktop charger) and the cord was plugged in properly. She tried different outlets. There was no out of box failure. The patient reported that she received all equipment but the insr was beeping and the screen was blank. The patient tried to unscrew the screw, but she was unable to unscrew the screw and said she would have her husband try it later and call back if necessary. Her husband was able to do the hard reset and it lasted for about 5 minutes. She was not even able to get out of bed because she was in such sciatic nerve pain because she was not able to use the therapy. The onset of the pain was gradual in nature. The sciatic nerve pain was not new. The insr was beeping. The patient wanted the insr replaced. The patient outcome was unknown. The indication for therapy was non-malignant pain. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received stated that the patient continued to have problems charging. The patient reported poor coupling while recharging and extended charge time, and also that the recharger often does not work. The patient reported between 2/8 and 4/8 coupling. The patient stated she might get as many as 6 bars but if she moves this will drop to 2. The patient believed the issue was with the recharger and not the antenna. The antenna locate feature was used, and the ins successfully located, but coupling did not improve. The patient reported 6/8 coupling but stated it would drop down again. There were no pocket issues noted. Patient was issued a new recharger, adhesive charging discs and waist belt. There were no reported complications and no further complications were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were sent a new recharger, which resolved their poor coupling, extended charge time, and recharger not working issues. They noted their weight to be (B)(6) pounds. No further complications are expected at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.